Event description:
Reportedly, while attempting to obtain a skin graft off of a patient's lower extremity, the blades were able to be applied to the dermatome incorrectly (backwards) causing injury to the patient's skin graft site. Submitting this report for possible design flaw.